Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: minimal dose of cryoballoon ablation leading to atrioesophageal fistula formation. Heart rhythm case reports. 2021;7:148¿149. Doi.org/10.1016/j.hrcr.2020.11.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports a patient who presented approximately two weeks post cryoballoon ablation procedure with fever, chills, and melena. Blood cultures were positive for streptococcal infection. Emergent computed tomography demonstrated evidence of an atrio esophageal fistula (aef). Emergency surgical repair was performed. Surgical investigation demonstrated the left inferior pulmonary vein to have ruptured from the endocardium outward and focus of inflammation and necrosis on the corresponding surface of the esophagus, with extensive adhesion to the surrounding tissue. The patient recovered from surgery and was discharged from the hospital. The status/disposition of the catheter is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.